Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort from the device. The patient underwent an explant procedure. No device malfunction was suspected.